Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing related failure. On the basis of the investigation of the returned sample it could be confirmed that the stent could not be deployed with the trigger. The detachment of a force transmitting component in the grip section made a successful use of the trigger mechanism impossible. Previous investigations of similar complaints have been reviewed. The detachment of the t-luer adapter may be caused by rough handling of the device during shipping or improper storage. The t-luer adapter may also become detached during preparation e.g. During flushing; increased release force which may occur as a consequence of difficult patient anatomy, rough handling, or damage may be a contributing factor. Based on the available information and the evaluation of the returned sample, a definite root cause for the reported issue could not be determined. The IFU states: ¿visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.¿ furthermore, the IFU states: ¿should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.¿

Event description:
It was reported that during a stent placement procedure for treatment of a pre-dilated occlusion in the common iliac artery via femoral artery access, the vascular stent could not be deployed by using the trigger mechanism. Reportedly, the tracking path was calcified. The delivery system was removed and another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during a stent placement procedure for treatment of a pre-dilated occlusion in the common iliac artery via femoral artery access, the vascular stent could not be deployed by using the trigger mechanism. Reportedly, the tracking path was calcified. The delivery system was removed and another stent was used to complete the procedure successfully. There was no reported patient injury.